Event description:
The patient stated that the unit has been making noises, overheating, and shutting down multiple times. T unit needed new columns. The patient also reported a system error and sensor error failure. The patient required hospitalization for treatment. The reported events are related to assembly concentrator g3hf.

Manufacturer narrative:
The patient has been contacted for follow-up, and the patient's son is expected to provide further information regarding their condition.